Event description:
During a retrospective review of service notifications, it was found that there was an intermittent triple images displayed when the 18l6 transducer was being used on an unspecified study. Siemens followed up to obtain additional information but only minimal information was provided. Reportedly, there was no loss of data so the study was not repeated. It was also reported there was no patient adverse event. No additional information was provided.

Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation; however, the headquarters is currently investigating this issue. If additional information is received or if the device is returned at a later date, this report will be supplemented. Reference: (B)(4). Follow-up #1 narrative: this supplemental report is being submitted to provide additional manufacturer narrative. Engineering investigated the issue and found that the root cause of the triple images is an initialization issue when the transducer is selected, which occurs roughly 1 in 1000 probe initializations. The interim solution would be to look for the triple image when the transducer is selected, which can be done by pressing a finger on one end of the transducer, and making sure the image is as expected, i.e. You can see one finger on the image. This issue was resolved in (B)(4). Follow-up #2 narrative: this supplemental report is being submitted to correct the aware date, update the follow up type, indicate the remedial action initiated, and update additional MFR narrative. "For this complaint, the original aware date of the individual case data was 01/04/2017. Not until 03/08/2017, when new data demonstrated the potential for misdiagnosis was this issue determined to be a potential safety issue and an hre was issued. (B)(4) was done for this issue and on 03/13/2017, it resulted in a risk rating of 3b (severity = critical; probability = a third of the aperture three times. This means two-thirds would not be displayed, causing lesions to be missed or biopsies cancelled. The associated harm may result in serious injury or death (breast cancer) and there are (B)(4) opportunities or (B)(4) events (see (B)(4) for details). Therefore, triple image artifacts for 18l6hd transducer was deemed to be 803 reportable on 03/08/2017 and the complaints related to this issue were reclassified as such. On 07/03/2017, it was found that the initial MDR and the supplemental MDR submitted for this complaint on 03/09/2017 and 06/12/2017, respectively, did not document the updated aware date of 03/08/2017, but documented the original aware date of the individual case data. Thus, a new supplemental MDR is being submitted to correct the aware date to 07/03/2017, when the date discrepancy was discovered. The supplement is also providing the results of the investigation. The muxed transducer (fpga), specifically with the 18l6 hd transducer probe, initialization is triggered by transducer power up (sw controlled) and goes through fpga loading from eprom and fpga system register initialization. During this sequence the transducer fpga is sensitive to the pecl clock (sw controlled). In vd10a the sw changed the behavior for 18l6 hd and allowed the pecl clock to float for some time. The assumption is that the floating clock signal (system ti board, backplane, transducer fpga) depending on the floating signal level and the transducer fpga input gate sporadically locks up the transducer fpga state machine. From the s family software perspective, the technical root cause has been identified as the pecl clock setup and sequence. The issue has now been resolved to align the system software with the transducer so that the power up and sequence is per expectation. This has been further tested over several thousand cycles in order to confirm that the fix is addressing the root cause. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. This emdr contains the initial submission, fu#1 and fu#2.